Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously reported an allegation of an issue related to a ventilator's sound abatement foam. The manufacturer received information alleged malfunction. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path. There were also signs of water ingress in the blower box and on the blower motor. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Unidentified plastic piece in blower box. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer concludes the device has failure of the internal battery. The detachable battery was returned to riql for the failure of not working after upgrades. Section h10 corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator's sound abatement foam. The manufacturer received information alleged malfunction. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path. There were also signs of water ingress in the blower box and on the blower motor. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Unidentified plastic piece in blower box. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer concludes the device has failure of the internal battery. The detachable battery was returned to riql for the failure of not working after upgrades.